Event description:
Boston scientific received information that one day post-implant, the patient suffered a pneumothorax; likely from a lead perforation. There had been nothing remarkable during the implant procedure and a chest x-ray failed to show any tissue injury. The patient was transferred to the intensive care unit after a CT scan confirmed the pneumothorax. The patient has been reported in stable condition and to date, the lead remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.